Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a idvt (idiopathic ventricular tachycardia) cardiac ablation procedure with an unknown thermocool smarttouch sf catheter and unknown qdot catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The information provided indicated that the pericardial effusion was noticed close to the end of the procedure with thermocool smarttouch sf catheter and unknown qdot catheter. The patient did not have visible symptoms. The event occurred close to the end of the procedure, a routine check was performed with intracardiac echocardiography (ice) and the pericardial effusion was noticed and confirmed using ice. A few more lesions may have been performed afterwards if the pericardial effusion was not seen on ice. The procedure was aborted. Medical intervention provided was a pericardiocentesis, and the last known patient status was stable. During the case, the bwi catheters used were decanav catheter, soundstar catheter, qdot catheter, and stsf (nav) catheter, but no information (reference or lot numbers) provided for product details. This report is for the qdot catheter. The stsf has been reported in separate report.